Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 30. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, fracture of the implant was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding and inflammation. No further patient complications were reported.